Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised on a future date due to unspecified reasons. Additional information received states over the last year the patient reported that the cylinders were not getting very hard like they used to before. The physician stated the cylinders are not getting fully rigid. Fluid was added to the system and the connector was replaced. Patient outcome is not known yet.

Manufacturer narrative:
System components. Reservoir model- 72404155. Lot sn- (B)(6). Mfg date- 10/15/2012. Exp date- 10/02/2014. Gtin- (B)(4).

Manufacturer narrative:
System components reservoir. Model- 72404155. Lot sn- (B)(4). Mfg date- 10/15/2012. Exp date- 10/02/2014. Gtin- (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised on a future date due to unspecified reasons. Additional information received states over the last year the patient reported that the cylinders were not getting very hard like they used to before. The physician stated the cylinders are not getting fully rigid. Fluid was added to the system and the connector was replaced. Patient outcome is not known yet.